Event description:
The tip of the needle bent as per previous complaint no. (B)(4).

Manufacturer narrative:
(B)(4) follow up emdr for device evaluation: no photos or physical samples of lot 0001379319 which display the reported condition were received for investigation. A device history review was performed and found no non-conformances related to this issue for lot 0001379319, all procedural and functional requirements were verified to have been properly met prior to release of the product. Based on the available information we are not able to determine a root cause at this time. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Manufacturer narrative:
Pr (B)(4): initial emdr submission. A follow up emdr will be submitted if additional information becomes available.

Event description:
The tip of the needle bent as per previous complaint no. (B)(4).